Event description:
It was reported that the asymptomatic patient presented in-clinic for a scheduled follow-up. Upon interrogation, the pulse generator exhibited myopotential oversensing. Review of electrograms revealed low level, high frequency noise; which was inhibiting pacing. Post-paced t-wave oversensing was also noted. Programming changes were made; the patient remained stable and would continue to be followed up.